Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056722) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) lot number 624475 inserted on (B)(6) 2007. Immediately after implant of essure, cycle became extremely painful and very heavy, lower back pain every day, sometimes debilitating, joint pain in multiple places, migraines, extremely lethargic daily, depression, worse right before cycles, growth on thyroid, multiple surgeries due to side effects of essure, teeth rotten and crumbling, loss of hair, fevers for no apparent reason which resulted in loss of work and income, mental stress over multitude of medical issues. Concomitant medication included: 20mg paxil. Otc medications: vitamin e, fish oil omega 3, ibuprofen 1600 mg daily , or tylenol for chronic pain. The product technical complaint investigation results which ptc number is (B)(4) was received on 16-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product test for this lot was performed per requirements and product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, a relationship between the reported medical events and a quality defect is excluded. Follow-up from 01-dec-2015: follow-up attempts were done with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and immediately after essure placement, her cycle became very heavy and painful. She stated that she underwent multiple surgeries due to side effects of essure. This event, seen as menorrhagia, is serious due to required intervention and listed in the reference safety information for essure. Menses pattern changes are frequent in women with essure in place. Thus, given event's nature and close temporal relationship, causality with essure use cannot be excluded. Since interventions were required ( multiple surgeries) this case is regarded as incident. Other non-serious events were informed. Based on available information, a relationship between the reported medical events and a quality defect is excluded. Despite follow-up attempts, no further information was obtained.